Event description:
According to the reporter: the tip of suture needle broke off. Surgeon could not find the tip of the needle. Reason for use surgery total abdominal hysterectomy with bilateral.

Manufacturer narrative:
(B)(4).